Event description:
During a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect system board was returned. Our evaluation of the board verified the reported malfunction and attributed the failure to a faulty integrated circuit.